Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified service technician was not able to duplicate the reported issue (could not exhale). All tests were performed by using good known test patient circuit and ac adapter. The ventilator passed 73 hours extended tests at the customer's settings. The ventilator also passed all tidal volume tests from ltv final test. Furthermore, internal inspection was also performed and no anomalies were found with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator specification.

Event description:
The customer reported that a tracheostomy patient while connected to their personal lap top ventilator 1200, they could not exhale. This incident occurred when the patient was being transported from the hospital to the patient's home. There was no patient harm or injury associated with the reported issue.